Event description:
It was reported that ice formed on the shaft of a cryoablation needle. Four icerod needles were tested with no issues prior to a renal cryoablation procedure. Very quickly after starting the first freeze cycle, one of the needles developed frost on the shaft and continued throughout the subsequent freeze cycle. The physician wrapped the needles with a sterile towel at the patient's skin and continuously irrigated the needle with saline while freezing. The treatment was completed successfully using all four needles with no evidence of patient injury.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for engineering analysis. Investigative testing showed insufficient insulation of the vacuum sleeve resulting in frost on the shaft. The entire shaft length was covered in frost; therefore, the ice ball margins could not be measured. Disassembly of the device found no visible gaps or voids on the soldering joint, and no soldering flux residuals, corrosive signs or leaks were observed on the external surface of the vacuum sleeve. However, signs of flux and corrosion were noted on the inside of the needle shaft. There was no relationship found between the needle assembly process and the vacuum loss phenomenon.

Manufacturer narrative:
There is no further information available to report at this time. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that ice formed on the shaft of a cryoablation needle. Four icerod needles were tested with no issues prior to a renal cryoablation procedure. Very quickly after starting the first freeze cycle, one of the needles developed frost on the shaft and continued throughout the subsequent freeze cycle. The physician wrapped the needle with a sterile towel at the patient's skin and continuously irrigated the needle with saline while freezing. The treatment was completed successfully using all four needles with no evidence of patient injury.